Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was confirmed to be at ifi=yes. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed. The battery, 2.679 volts as measured during completion of the final electrical test, suggests an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2012, when the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2012 clinic notes were received from a vns treating nurse practitioner (np). Review of the clinic notes dated (B)(6) 2012 reveal that since the patient's last clinic visit on (B)(6) 2012 the patient had stable seizure control until about two weeks prior when she had a flurry of increased seizures and was hospitalized for several days. The patient had a rash over her entire body at that time, but otherwise had no signs of illness. The patient's zonegran was increased to the current dose during that hospitalization. The patient has not had any seizure since discharge from the hospital. Prior to this flurry of seizures the patient had an average of 2-3 seizures/month which is her baseline. These seizures typically have a catamenial pattern an area of the same semiology described as feeling nauseated, then eyelid fluttering, head turning usually to the left but sometimes to the right, then tonic followed by clonic activity of either arm, both arms, or both legs. Duration is typically 1 minute. All the seizures occur just as she is going to sleep. The patient's vns settings are output=1.5ma/on time=30sec/off time1.8min/pulse width=500usec/frequency=30hz/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=500usec and the patient was noted to be tolerating it without adverse effects. The vns is nearing eos and the patient was referred for replacement surgery. A system diagnostics test was performed which showed 2467ohms/ifi=yes and the device to be functioning properly. The rash was noted to be nearly resolved. The patient's mother feels that the vns has been very efficacious; prior to implant the patient had daily seizures. Clinic notes dated (B)(6) 2012 were also received. The patient had fairly stable seizure control although she had one seizure for 3 consecutive days the past weekend which was unusual for the patient. The patient was noted to typically have an average of 1-2 seizure every 2 weeks associated with ovulation and her menses; otherwise, she is seizure free. A system diagnostics test showed the patient's device to be functioning properly with impedance value=2408ohms/ifi=yes. The np stated that the increased seizures this past weekend may be due to the gradual depletion of the generator. Per diagnostic testing the patient continues to have more than 6 month battery life remaining, but close monitoring is recommended. Attempts for further information from the nurse practitioner have been made but have been unsuccessful to date. The patient underwent generator replacement on (B)(6) 2012. Attempts for product return are underway.

Event description:
Additional information was received on (B)(6) 2012, when the nurse practitioner reported that the increased seizures were first observed on (B)(6) 2012. The nurse stated that the increase in seizures was due to the generator nearing end of service, but that the patient also had intercurrent macular erythematous rash that possibly exacerbated it. The patient has been referred for battery replacement. The patient's change in seizure pattern (seizure for 3 consecutive days) was reported to be possibly due to vns. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the change in seizure pattern. Attempts were made for return of the explanted generator but it has not been received for product analysis to date. Good faith attempts were made to the implanting hospital for the patient's lead product information and were successful.